Event description:
It was reported that the patient presented in clinic for normal follow up appointment. The patient explained to the doctor that the patient had woken up one morning and the implantable loop recorder (ilr) was in the bed. The patient mentioned the "black end" of the device came out first. The device will be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.